Manufacturer narrative:
The initial MDR 2517506-2017-00090 was filed on january 19, 2017. Additional information (03/17/2017): a siemens headquarters support center (hsc) reviewed the event. Hsc did not find any issues with the result monitors or data to indicate that there was an issue with the system, reagents or reagent delivery. No sample or process errors were seen at the time of the event. Hsc found aliquot probe errors a couple hours later, indicating a clog detect but nothing at the time the sample was initially processed. The cause of the discordant, falsely depressed vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. Siemens is investigating the issue.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same dimension vista instrument and on an alternate dimension vista instrument resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vanc result.